Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified a deformation, fold creases, and weight of the device to the specification. Clouds in the gel were observed after the autoclave cycle. Based on the device analysis, the final assessment is the unit is not ruptured and no issues found related with the manufacturing process. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture and late seroma. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "fluid build up", and rupture. Device has been explanted.